Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. Fever and drainage from the incision were reported. The complete system was explanted due to infection. No diagnostics were performed. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was not resolved as of (B)(6) 2016. The patient was being treated with intravenous antibiotics post-explant, and was alive with no injury. The product would not be returned to the manufacturer as it was discarded by the customer. The product was not replaced but it was noted that it would be in the future. The issue occurred during normal use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.